Event description:
Upon service of the ventilator, review of the ventilator's diagnostic log history noted a 24/+-12v/power fail occurrence. The customer did not report the occurrence during any previous usage and there was no patient harm reported. If a power failure of the ventilator occurs during use, an audible alarm will activate. The occurrence was not duplicated during testing. The manufacturer's field service engineer reported performance verification testing was completed and passed to operating specifications.